Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be non-union or pseudarthrosis of the si joint. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0268, mfd. 12/28/12, expires 2017-12, UDI (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# i0857, mfd. 11/26/13, expires 2018-11, UDI (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had no symptom relief. The surgeon thought that there was non-union or pseudarthrosis of the si joint. In (B)(6) 2016, the surgeon performed a revision surgery where he removed two implants but left the third one in place. The status of the patient following the revision surgery is not yet known.